Event description:
It was reported that the insulin pump alarmed multiple errors, including a battery out limit alarm. The customer's blood glucose was 274 mg/dl, which was treated with the insulin pump. The customer stated that the elevated blood glucose was due to an infection. Troubleshooting was performed and everything tested within specification. The error alarm was reoccurring. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty interface board. Unable to verify error alarms, battery out limit alarm, or low reservoir alarm due to blank display. The device had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.